Event description:
It was reported that during inspection at the user facility, a rubber gasket was missing. The device was not closing properly, with the potential for the housing to open and expose a non-sterile battery to a surgical site. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information will be submitted once the device is received and the quality investigation is completed. The device has not been returned for analysis at this time.

Event description:
It was reported that during inspection at the user facility, a rubber gasket was missing. The device was not closing properly, with the potential for the housing to open and expose a non-sterile battery to a surgical site. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event, o-ring inside the lid of the housing came out, was confirmed. The service technician/specialist observed that the housing rubber gasket o-ring had come out. The o-ring was detached. The tech specialist verified that the housing opened and locked as designed. As this is not a repairable product, the device was not returned to the customer.